Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. A replacement cable was sent to the customer and insulin delivery was resumed. Customer's blood glucose level was between 200 and 226 mg/dl.